Event description:
On (B)(6) 2012, the patient claimed she was hospitalized after she had a seizure when her blood glucose dropped to 24 mg/dl. The patient reportedly did not think the event was related to the animas pump. Animas made several attempts to contact the patient for more information but has not been successful. A letter was sent to the patient requesting a call back. This complaint is being reported because the patient allegedly had a low blood glucose reading of 24 mg/dl and required hospitalization while on insulin pump therapy. It is not clear whether product malfunction, diabetes management, use error, or intentional misuse was associated with the event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the daily insulin delivery totals show the pump was delivering accurately up until the last date used by the patient. There were no alarms or pump conditions indicating a malfunction recorded in the black box or history. A 29 hour flow test was performed on the returned pump; the pump passed and was found to be delivering within the required specifications. The force sensor calibration check showed the force sensor was out of specification. Removed the pump cover and force sensor to investigate; the force sensor resistance was found to be within the required specification. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.